Event description:
My libre sensor was reading that I had low sugar, (ie. 43) but when I manually took my sugar it was 199. This was happening from (B)(6) 2025. I removed sensor and corrected my high sugar. I know there was a recent recall for this exact problem but freestyle states my lot number wasn't affected but it was. My sensor has never been this inaccurate.